Manufacturer narrative:
Additional narrative: patient¿s date of birth, gender and weight were not provided for reporting. Reporter email address. The part and lot numbers of involved products are unknown, the investigation has confirmed that these implants are subjected to delivery stop and the parts are consequently blocked in the sap-system. In addition, on december 30, 2016 synthes (B)(4) has initiated a voluntary medical device removal (recall) of the depuy synthes radial head prosthesis system due to the possibility that the radial stem may loosen post-operatively at the stem bone interface. Parts were not returned and part and lot numbers are unknown. The complaint is confirmed as the received x-ray pictures show the loosened and displaced implants. Since the radial head prosthesis system has been recalled and the complaint condition will be investigated through those efforts, no further investigation is required. Appropriate actions have been initiated in order to determine the root cause(s) and document the correction(s), corrective action(s) and/or preventive action(s). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that a revision surgery to remove the implant was performed on an unknown date. Reportedly, it was noted that excision of radial head (without any implants) has been an option of surgical treatment for radial head fracture, as radial head is a secondary stabilizer. Patient continue to have a functional elbow.

Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(6). (B)(4). This report is for radio head /unknown lot number.:unknown ti straight radial stem sterile (size unknown, sterile or non-sterile). Device is not expected to be returned for manufacturer review/investigation. (B)(6). PMA#: k112030. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient with a loosen synthes radial head prosthesis presented with a secondary fracture. Surgeon was made aware that the long stem and all implants from the synthes radial head prosthesis system has been voluntarily recalled and no longer available for revision. Implant was loosening (exact same problem as per recall) and secondary fracture. Decreased rom. This complaint involves 2 parts. This report is 1 of 2 for (B)(4).